Manufacturer narrative:
It was reported that prior to beginning a lithotripsy procedure in which a lumenis versapulse powersuite 60w laser system was to be utilized, the laser would not start up and presented "foot-pedal not connected" error message. The user facility stated they would be trying a different foot pedal and call back if that did not work. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 11-mar-2014 installed at the customer's site on 26-mar-2014. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Despite reasonable attempts, lumenis has been unable to obtain additional information regarding the root cause of this malfunction, nor did it get back the faulty parts because the facility uses a third party service provider, thus a determination of cause could not be determined. However, based on the age of the system (6 years) it is likely that the event was the result of normal wear. In this case the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate method as intervention to prevent serious injury. In an abundance of caution lumenis is reporting this malfunction lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that prior to beginning a lithotripsy procedure in which a lumenis versapulse powersuite 60w laser system was to be utilized, the laser would not start up and presented "footpedal not connected" error message. After a 10-15 min delay, the procedure was completed surgically without any issue. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.